Event description:
Information received by medtronic indicated that the insulin pump had a rewind anomaly. The customer stated that the piston did not moved down correctly during rewind. The customer also reported that they received an insulin flow blocked alarm and the rewind did not seemed right. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = clear. On 12-nov-2021, the customer alleged was for high blood glucose, insulin flow block and rewind anomaly. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, detached retainer during the visual inspection. Thus was utilized and downloaded trace/history files properly. Insulin pump passed the self test and rewind test, however, was not able to perform prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to retainer ring being detached. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose. Insulin flow block alarm was unable to verify. Rewind anomaly was not confirmed. Unable to perform testing due to damaged retainer ring. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.